Event description:
Caller states that devices read 150mg/dl while the hosp device read hi fifteen minutes later. No treatment info was provided. No quality control info provided. Requested return of suspect device and replacement was sent.